Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient stated that countless uniform small spots across the entire visual field, each appearing as a small hollow area. He suspected these could be microvacuoles or glistenings. Patient reported that the right eye does not show similar spots, and he continues to notice only his pre-existing vitreous opacities on that side. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).